Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was found in back-up mode. The patient experienced brief asystole due to backup as they were pacemaker dependent. Abbott technical support was contacted and the device was restored to normal function. The patient is in stable condition.